Event description:
It was reported that, after a left tha surgery had been performed, the clinical subject experienced an unspecified adverse event related to metal-on-metal exposure. This issue was resolved by performing a revision surgery. An unspecified anthology size 8 stem, an unspecified size 40 metal femoral head, an unspecified size 40/52 metal liner, and an unspecified, uncemented size 52 acetabular shell were explanted. The patient outcome is unknown.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after a left tha surgery had been performed, the clinical subject experienced an unspecified adverse event related to metal-on-metal exposure. This issue was resolved by performing a revision surgery. An unspecified anthology size 8 stem, an unspecified size 40 metal femoral head, an unspecified size 40/52 metal liner, and an unspecified, uncemented size 52 acetabular shell were explanted. The patient outcome is unknown.

Manufacturer narrative:
It was reported through a clinical study that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 liner, r3 shell, modular head, modular sleeve and anthology stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the stem and shell. This will continue to be monitored. Similar complaints have been identified for the sleeve, liner and head. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. Smith and nephew has not received the device or patient specific, adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.